Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right tube"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), nephrolithiasis ("kidney stones"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"), endocrine ophthalmopathy ("vision/eye problems type: graves disease") and weight increased ("weight gain / loss specify which one: weight gain") in a 44-year-old female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, endometriosis, hypermenorrhea and follicular cyst of ovary. Concomitant products included medroxyprogesterone (depo provera) from 1996 to 2008 for birth control. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced weight increased (seriousness criterion medically significant), alopecia ("hair loss") and dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding menorrhagia"). In 2011, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant) with pain in extremity, musculoskeletal pain and arthralgia and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced endocrine ophthalmopathy (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2012, the patient experienced nephrolithiasis (seriousness criterion medically significant) and abdominal distension ("bloating / gastrointestinal or digestive system condition type: severe bloating"). In 2013, the patient experienced tooth loss ("tooth missing"), tooth fracture ("tooth broken") and dental caries ("tooth cavities"). In (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 8 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain") and skin discolouration ("rashes or skin conditions type: skin turning purple"). The patient was treated with surgery (hysterectomy, salpingectomy) and surgery (gastric bypass). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, nephrolithiasis, rheumatoid arthritis, endocrine ophthalmopathy, weight increased, vaginal haemorrhage, abdominal pain lower, abdominal distension, tooth loss, tooth fracture, dental caries, alopecia, rash, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, back pain and skin discolouration outcome was unknown and the menorrhagia and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dental caries, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endocrine ophthalmopathy, fatigue, genital haemorrhage, hypertension, menorrhagia, nephrolithiasis, pelvic pain, rash, rheumatoid arthritis, skin discolouration, tooth fracture, tooth loss, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion procedure: the essure was placed into the left ostia to the level of where 1 coil was visible outside the ostia. This was repeated on the patients right side were 1 1/2 coils were visible outside the ostia. Diagnostic results: on (B)(6) 2009: hysterosalpingogram (hsg) was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right tube"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), nephrolithiasis ("kidney stones"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"), endocrine ophthalmopathy ("vision/eye problems type: graves disease") and weight increased ("weight gain / loss specify which one: weight gain") in a 44-year-old female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, endometriosis, hypermenorrhea and follicular cyst of ovary. Concomitant products included medroxyprogesterone (depo provera) from 1996 to 2008 for birth control. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced weight increased (seriousness criterion medically significant), alopecia ("hair loss") and dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding menorrhagia"). In 2011, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant) with pain in extremity, musculoskeletal pain and arthralgia and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced endocrine ophthalmopathy (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2012, the patient experienced nephrolithiasis (seriousness criterion medically significant) and abdominal distension ("bloating / gastrointestinal or digestive system condition type: severe bloating"). In 2013, the patient experienced tooth loss ("tooth missing"), tooth fracture ("tooth broken") and dental caries ("tooth cavities"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 8 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain") and skin discolouration ("rashes or skin conditions type: skin turning purple"). The patient was treated with surgery (hysterectomy, salpingectomy) and surgery (gastric bypass). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, nephrolithiasis, rheumatoid arthritis, endocrine ophthalmopathy, weight increased, vaginal haemorrhage, abdominal pain lower, tooth loss, tooth fracture, dental caries, abdominal distension, alopecia, rash, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, back pain and skin discolouration outcome was unknown and the menorrhagia and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dental caries, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endocrine ophthalmopathy, fatigue, genital haemorrhage, hypertension, menorrhagia, nephrolithiasis, pelvic pain, rash, rheumatoid arthritis, skin discolouration, tooth fracture, tooth loss, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion procedure: the essure was placed into the left ostia to the level of where 1 coil was visible outside the ostia. This was repeated on the patients right side were 1 1/2 coils were visible outside the ostia. Diagnostic results: on (B)(6) 2009: hysterosalpingogram (hsg) was performed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs+mr received- new events added: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, rashes or skin conditions type: rashes, skin turning purple, blood or heart disorder/condition type: high blood pressure, migration of essure device location of device: right tube, dysmenorrhea (cramping), dyspareunia, pain, vaginal discharge, vision/eye problems type: graves disease, fatigue, weight gain / loss specify which one: weight gain, kidney stones, hair loss, pain in extremity, shoulder pain, back pain, were added. Dental problems were specified as tooth missing, cavities and tooth broken. Autoimmune disease was clarified as rheumatoid arthritis. Lot number and new reporter were added. Outcomes of events metal taste in mouth, excessive bleeding and blood clots from unknown to recovered/resolved. Concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right tube'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), nephrolithiasis ('kidney stones'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis'), endocrine ophthalmopathy ('vision/eye problems type: graves disease') and weight increased ('weight gain / loss specify which one: weight gain') in a 44-year-old female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in (B)(6) 2010, cryoablation on (B)(6) 2008 and abdominoplasty. * on (B)(6) 2009: hysterosalpingogram (hsg) was performed. Essure confirmation test(s) conducted, specify - results: essure took. Concurrent conditions included adenomyosis, endometriosis, hypermenorrhea, follicular cyst of ovary and obesity. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) to (B)(6) for birth control as well as calcium orotate (rotate), coffea canephora seed;garcinia gummi-gutta fruit;morus alba fruit;thioctic acid;xylooligosaccharide (plexus slim), essential oils nos, furosemide (lasix), methadone and tocilizumab (actemra). On (B)(6) 2008, the patient had essure inserted. In (B)(6) , the patient was found to have weight increased (seriousness criterion medically significant) and experienced alopecia ("hair loss") and dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) , the patient experienced rash ("rashes or skin conditions type: rashes") and skin discolouration ("rashes or skin conditions type: skin turning purple"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant) with pain in extremity, musculoskeletal pain and arthralgia and fatigue ("fatigue/still tired"). In (B)(6) 2011, the patient experienced endocrine ophthalmopathy (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2012, the patient experienced nephrolithiasis (seriousness criterion medically significant) and abdominal distension ("bloating / gastrointestinal or digestive system condition type: severe bloating/swollen pregnant belly"). In (B)(6) , the patient experienced tooth loss ("tooth missing"), tooth fracture ("tooth broken/broken tooth") and dental caries ("tooth cavities"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. In (B)(6) , the patient experienced menstrual disorder ("huge blood clots"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain"), ocular discomfort ("lifting and straining can causes pressure within eye"), lymphoedema ("lyphedmia therapy"), loss of libido ("no drive to do anything ever. It just hurt so bad."), peripheral swelling ("feet get so swollen/just one leg gets really big"), malaise ("sick"), gait inability ("couldn't walk, move my arms; slept any time could. Elbow locked on me.") And rash macular ("splotchy leg and am still where they look blue/black"), underwent vascular graft ("bypass") and was found to have fibroma ("fibro"), body temperature increased ("the heat is so much worse") and weight decreased ("loosing weight quickly"). The patient was treated with surgery (gastric bypass, hysterectomy, salpingectomy, and hysterectomy, salpingectomy, partial removal of left ovary). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, nephrolithiasis, rheumatoid arthritis, endocrine ophthalmopathy, weight increased, menstrual disorder, abdominal pain lower, back pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, hypertension, ocular discomfort, lymphoedema, vascular graft, fibroma, loss of libido, tooth loss, tooth fracture, dental caries, alopecia, rash, fatigue, skin discolouration, body temperature increased, peripheral swelling, malaise, weight decreased, gait inability and rash macular outcome was unknown and the menorrhagia and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, body temperature increased, dental caries, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endocrine ophthalmopathy, fatigue, fibroma, gait inability, genital haemorrhage, hypertension, loss of libido, lymphoedema, malaise, menorrhagia, menstrual disorder, nephrolithiasis, ocular discomfort, pelvic pain, peripheral swelling, rash, rash macular, rheumatoid arthritis, skin discolouration, tooth fracture, tooth loss, vaginal discharge, vaginal haemorrhage, vascular graft, weight decreased and weight increased to be related to essure. The reporter commented: insertion procedure: the essure was placed into the left ostia to the level of where 1 coil was visible outside the ostia. This was repeated on the patients right side were 1 1/2 coils were visible outside the ostia. Current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: lifting and straining can causes pressure within eye, lyphedemia therapy, the heat is so much worse, feet get so swollen/just one leg gets really big, sick, bypass, losing weight quickly, no drive to do anything ever. It just hurt so bad, fibro, couldn't walk, move my arms. Slept any time I could. Elbow locked on me and splotchy leg and am still where they look blue/black. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs and social media case received ¿ new event huge blood clots, lifting and straining can causes pressure within eye, lyphedemia therapy, the heat is so much worse, feet get so swollen/just one leg gets really big, sick, bypass, losing weight quickly, no drive to do anything ever. It just hurt so bad, fibro, couldn't walk..move my arms..slept an time could..elbow locked on me and splotchy leg and am still where they look blue/black were added. Patient information height and lab data in patient not were added. New reporter were added. Medical history and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right tube'), pelvic pain ('pain') and weight increased ('weight gain / loss specify which one: weight gain') in a 44-year-old female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in (B)(6) 2010, cryoablation on 8(B)(6) 2008, abdominoplasty, hypertension, genital bleeding and obesity. On (B)(6) 2009: hysterosalpingogram (hsg) was performed. Essure confirmation test(s) conducted, specify - results: essure took. Concurrent conditions included adenomyosis, endometriosis, hypermenorrhea, follicular cyst of ovary and morbid obesity. Concomitant products included medroxyprogesterone acetate (depo provera) from 1996 to 2008 for birth control as well as amitriptyline, bupropion, caffeine;dihydrocodeine bitartrate;paracetamol (trezix), calcium orotate (rotate), coffea canephora seed;garcinia gummi-gutta fruit;morus alba fruit;thioctic acid;xylooligosaccharide (plexus slim), cyanocobalamin (b 12 l 90), dihydrocodeine phosphate (hydrocodeine), essential oils nos, furosemide, furosemide (lasix), lisinopril, methadone, pregabalin (lyrica) and tocilizumab (actemra). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient was found to have weight increased (seriousness criterion medically significant) and experienced alopecia ("hair loss") and dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding menorrhagia"). In 2011, the patient experienced rash ("rashes or skin conditions type: rashes") and skin discolouration ("rashes or skin conditions type: skin turning purple"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") with pain in extremity, musculoskeletal pain and arthralgia and fatigue ("fatigue/still tired"). In (B)(6) 2011, the patient experienced endocrine ophthalmopathy ("vision/eye problems type: graves disease"). In (B)(6) 2012, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2012, the patient experienced nephrolithiasis ("kidney stones") and abdominal distension ("bloating / gastrointestinal or digestive system condition type: severe bloating/swollen pregnent belly"). In 2013, the patient experienced tooth loss ("tooth missing"), tooth fracture ("tooth broken/broken tooth") and dental caries ("tooth cavities"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 5 months after insertion of essure. In 2017, the patient experienced menstrual disorder ("huge blood clots"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("cramping"), back pain ("back pain"), ocular discomfort ("lifting and straining can causes pressure within eye"), lymphoedema ("lyphedmia therapy"), loss of libido ("no drive to do anything ever..it just hurt so bad"), peripheral swelling ("feet get so swollen/just one leg gets really big"), malaise ("sick"), gait inability ("couldn't walk..move my arms..slept an time could..elbow locked on me."), rash macular ("splotchy leg and am still where they look blue/black"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"), underwent vascular graft ("bypass") and was found to have fibroma ("fibro"), body temperature increased ("the heat is so much worse") and weight decreased ("lossing weight quickly"). The patient was treated with surgery (gastric bypass, hysterectomy, salpingectomy, and hysterectomy, salpingectomy, partial removal of left ovary). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, nephrolithiasis, rheumatoid arthritis, endocrine ophthalmopathy, weight increased, abdominal pain lower, back pain, menstrual disorder, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, hypertension, ocular discomfort, lymphoedema, vascular graft, fibroma, loss of libido, tooth loss, tooth fracture, dental caries, alopecia, rash, fatigue, skin discolouration, body temperature increased, peripheral swelling, malaise, weight decreased, gait inability, rash macular, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, body temperature increased, dental caries, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endocrine ophthalmopathy, fatigue, fibroma, gait inability, genital haemorrhage, hypertension, loss of libido, lymphoedema, malaise, menorrhagia, menstrual disorder, nephrolithiasis, ocular discomfort, pelvic pain, peripheral swelling, rash, rash macular, rheumatoid arthritis, skin discolouration, tooth fracture, tooth loss, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vascular graft, weight decreased and weight increased to be related to essure. The reporter commented: insertion procedure: the essure was placed into the left ostia to the level of where 1 coil was visible outside the ostia. This was repeated on the patients right side were 1 1/2 coils were visible outside the ostia. Current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: lifting and straining can causes pressure within eye, lyphedemia therapy, the heat is so much worse, feet get so swollen/just one leg gets really big, sick, bypass, lossing weight quickly, no drive to do anything ever..it just hurt so bad, fibro, couldn't walk..move my arms..slept an time could..elbow locked on me and splotchy leg and am still where they look blue/black. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Events: bladder disorder, urinary tract disorder were newly added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disease") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal distension ("bloating"), tooth disorder ("dental issues") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, abdominal pain lower, abdominal distension, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune disorder, genital haemorrhage, pelvic pain and tooth disorder to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.